Event description:
During the permanent implant procedure of an evoke spinal cord stimulation (scs) system, the evoke 12c percutaneous lead kit - 60cm (implanted on (B)(6) 2023) became stuck inside the top port of the closed loop stimulator (cls). After troubleshooting, the lead sheared off inside the cls port. The broken lead and the cls were removed. A new lead and cls were implanted, extending the length of the procedure by approximately 60 minutes. The patient was programmed, and coverage was in the appropriate therapy location. The lead in question was discarded by the facility.

Event description:
During the permanent implant procedure of an evoke spinal cord stimulation (scs) system, the evoke 12c percutaneous lead kit - 60cm (implanted on (B)(6) 2023) became stuck inside the top port of the closed loop stimulator (cls). After troubleshooting, the lead sheared off inside the cls port. The broken lead and the cls were removed. A new lead and cls were implanted, extending the length of the procedure by approximately 60 minutes. The patient was programmed, and coverage was in the appropriate therapy location. The lead in question was discarded by the facility.

Manufacturer narrative:
The cls was returned for analysis and confirmed that the proximal lead was trapped in port 1. For this reason, functional testing could not be performed. The septum and set screw were removed from the cls. Visual inspection under magnification confirmed that the lead bore a set screw witness mark, indicating that the set screw had been fixated on the lead as a result of not being fully inserted into the cls port and deformed it such that the lead could no longer be withdrawn from the port. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.